Manufacturer narrative:
(B)(4) -urinary problems; vaginal abscess. Additional narrative: it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2006 due to vaginal abscess and (B)(6) 2006 due to vaginal mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary problems, fistulae, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2006 due to vaginal abscess and (B)(6) 2006 due to vaginal mesh erosion. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with unspecified mesh implantation, anterior-posterior colporrhaphy, distal urethropexy, and vaginal suspension using ivs tunneler, enterocele repair and mesh repair of posterior vault due to sui with vault prolapse, cystocele and rectocele. It was reported that the patient underwent mesh revision on (B)(6) 2006, along with rectocele repair and perineoplasty due to vaginal wall mesh erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.